Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm on (B)(6) 2024. The blockage was located at the site. No further information available.